Event description:
It was reported that the pt has not performed well with his implanted device and has experienced facial nerve stimulation. Testing of the pt's implanted device revealed that the device is functioning normally. Pre and post implant audiogram results were the same. Extensive programming sessions revealed that the pt has had weak auditory response. The pt's device was explanted and the pt was reimplanted with another cochlear device.